Event description:
The surgeon was using a competitor's lens with the indigo- p injector and the foam tip plunger which did not release the trailing haptics and when the lens cleared the tip of the plunger the trailing haptic remained in the injector. The surgeon enlarged the incision to remove the lens and replace it with a crystaiens and placed a suture to close the wound.